Manufacturer narrative:
Journal name: jacc: cardiovascular interventions (united states) year: 2018 issue #: 5 journal article title: 5-year outcome following randomized treatment of all-comers with zotarolimus-eluting resolute integrity and everolimus-eluting promus element coronary stents: final report of the dutch peers (twente ii) authors: zocca, paolo; kok, marlies m.; tandjung, kenneth literature reference: https://doi.org/10.1016/j.jcin.2017.11.02016;27(5):410-9 pmid: 26765134 publisher: platelets. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedures, resolute integrity drug eluting stents were implanted. The clinical outcomes at 5-year follow-up are death, target vessel myocardial infarction, target vessel revascularization and stent thrombosis.

Manufacturer narrative:
Correct literature reference: https://doi.org/10.1016/j.jcin.2017.11.031. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedures were prompted by stable angina, unstable angina, nstemi and stemi. During procedures, resolute integrity drug eluting stents were implanted. The clinical outcomes at 5-year follow-up are death, target vessel myocardial infarction, target vessel revascularization and stent thrombosis.